Event description:
This lead was capped due to a reported short or insulation break. A new guidant device was implanted and connected to this existing lead on (B)(6), 2011. It was reported that dft testing was then performed which fried out the guidant device and reportedly this lead may have had a short or insulation break.

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. (B)(4), 2011.since the lead was capped and not returned, the manufacturing records were reviewed. The records associated to this lead did not reveal any abnormality. (B)(4)

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. Lead was capped.

Event description:
This lead was capped due to a reported short or insulation break. A new guidant device was implanted and connected to this existing lead on (B)(6), 2011. It was reported that dft testing was then performed which fried out the guidant device and reportedly this lead may have had a short or insulation break.